Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4). An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Cement was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the cement in the syringe became hard at the exeter stem tha in four minutes (the time is usually counted by the stop watch). The cement which was already filled into the canal also hardened early. The surgeon removed the cement in the canal as much as possible and used a spare product instead, and filled the femoral canal. The cement mixing system, syringe and the cement gun were depuy product which was stored in the hospital. The cement was stored in the refrigerator at 5c. Cement was opened 15 minutes before use. The temp was about 24c and the humidity was not specified. The monomer and polymer were all used and nothing else like antibiotic was added. The other cement which was mixed in the bowl for the cup insert had no problem. This cement kept the same condition with the cement which hardened quickly.